Manufacturer narrative:
Medical device expiration date: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed but noted to be within manufacturer specifications. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, it was reported that there were "high amounts of blood in the chamber on the needle". It was reported that there were concerns over blood volume due to this issue. No serious injury or medical intervention reported.